Event description:
It was reported that a malfunction occurred with the customer's pump, identified by the code malf 0-0x277d. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, technical support confirmed the pump was under warranty and arranged for a replacement. The customer was guided to use multiple daily injections (mdi) as backup therapy and was instructed on how to put the faulty pump into storage mode before returning it using a pre-paid label. The customer acknowledged and understood these instructions.